Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case chipped on the front corner. Event history log review was performed and found evidence of reported problem. Visual inspection, multiple flow and occlusion testing were performed. The investigation could not duplicate customer stated problem. Investigator replaced the pump clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 5 years old. The root cause of the issue could not be determined.

Event description:
Information was received that during pre-testing of this smiths medical medfusion 4000 pump, the pump exhibited travel course error. No patient involvement reported.